Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." No corrective actions were taken by the customer, but the pump was reset prior to contacting support. Despite receiving normal assistance from a third party, the customer was not incapacitated by the blood glucose level. Technical support decided to replace the pump due to an undefined malfunction. Reportedly, customer reverted to manual injections for insulin therapy.